Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the host pc failed to boot. The fse replaced the host pc in m cabinet to resolve the issue. The defective host pc was returned for analysis, and the results showed that the motherboard was unable to boot, causing the host pc failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.